Manufacturer narrative:
The affected device was returned. Our investigation included a review of complaint history which revealed no prior complaints for this device/lot/failure mode. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.

Event description:
A revision surgery was performed due to infection.